Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reportedly hears a constant "humming" noise when wearing the audioprocessor since activation in 2009. External parts have been changed and the patient has been re-mapped, but this has not improved the humming noise. The patient has suffered headaches as a result of the constant humming and therefore stopped using the device.

Manufacturer narrative:
The patient reportedly hears a constant "humming" noise when wearing the audio processor since activation in 2009. Based on the information and measurements received, the problem reported seems to be device unrelated. The implant works within specification. Diagnostic images confirm the electrode to be in the cochlea. A root cause for the reported problem remains unknown.

Event description:
The patient reportedly hears a constant "humming" noise when wearing the audio processor since activation in 2009. External parts have been changed and the patient has been re-mapped, but this has not improved the humming noise. The patient has suffered headaches as a result of the constant humming and therefore stopped using the device.

Manufacturer narrative:
Conclusion: the patient reportedly hears a constant "humming" noise when wearing the audio processor since activation in 2009. Based on measurements performed on the device whilst it was implanted and during device investigation, it must be assumed that the explantation was not due to a technical problem. The patients perception was unsatisfactory, however, no technical problem could be detected during device investigation. The damages found during the device investigation are related to explantation surgery.

Event description:
The patient reportedly hears a constant "humming" noise when wearing the audio processor since activation in 2009. External parts have been changed and the patient has been re-mapped, but this has not improved the humming noise. The patient has suffered headaches as a result of the constant humming and therefore stopped using the device in 2012. The patient was re-implanted on (B)(6) 2017. The patient was activated on (B)(6) 2017 with the new device. There was no report of any disturbance in sound and the patient could hear on all electrode channels.